Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Changing your pod. Chapter 3 / page 37. Warnings: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Living with diabetes. Chapter 13 / page 171. Infusion site checks at least once a day, use the pod's viewing window to inspect the infusion site. Check the site for: leakage or scent of insulin, which may indicate the cannula has dislodged. Signs of infection, such as pain, swelling, redness, discharge, or heat.

Event description:
It was reported that a patient had been taken to the emergency room with diabetic ketoacidosis (dka). The patient's blood glucose values reached 456 mg/dl. For treatment, they were given an IV of saline solution, with 650 mg of tylenol, a blood and urine sample was conducted, as well as a EKG (electrocardiogram). The patient was reported to be vomiting and nauseous before going to the emergency room and the parent was trying to treat the patient by given injections of 14.25 units. No further details.